Manufacturer narrative:
The calibration and qc recovery data provided were acceptable. It was determined that the root cause of the event is consistent with pre-sample handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 6 patient samples on a cobas integra 400 plus module. On (B)(6) 2023, the initial glucose result for patient 1 was 629 mg/dl. The repeat results were 285 mg/dl and 284 mg/dl. On (B)(6) 2023, the initial glucose result for patient 2 was 395 mg/dl. The repeat results were 194 mg/dl and 195 mg/dl. On (B)(6) 2023, the initial glucose result for patient 3 was 409 mg/dl. The repeat results were 157 mg/dl and 160 mg/dl. On (B)(6) 2023, the initial glucose result for patient 4 was 242 mg/dl. The repeat results were 110 mg/dl and 110 mg/dl. On (B)(6) 2023, the initial glucose result for patient 5 was 291 mg/dl. The repeat results were 105 mg/dl and 107 mg/dl. On (B)(6) 2023, the initial glucose result for patient 6 was 292 mg/dl. The repeat results were 90 mg/dl and 89 mg/dl. No questionable results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot is 652817 and the expiration date is 31-oct-2023.